Event description:
It was reported that the pump had a " no disposable" alarm. No clinical consequences or changes in symptoms were identified in the patient. No patient injury reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Manufacturing site address is unknown. Catalog number is unknown. Serial number is unknown. UDI information is unknown. Premarket (510k) number is unknown. No product information has been provided to date no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.